Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customers reported issue of the ventilator having an internal battery that will not last. During bench testing, the service technician was unable to power on the ventilator using a good known test ac adapter or internal battery. Internal inspection of ventilator revealed component f1 of the power board was blown. The service technician installed a good known test power board and the ventilator powered on using both and internal and external power source. With the test power board installed, the service technician was also unable to duplicate the customers reported issue of the ¿power lost¿ alarm not being functional. When the ac adapter was removed from the ventilator, it immediately delivered a "power lost" alarm. The alarm was visual as well as audible. The ventilator passed the 40 minute battery duration test. Carefusion replaced the power board to correct the reported issue.

Event description:
It was reported by the customer that the ventilator's internal battery is not lasting and the ventilator is not alarming "power loss." There was no report of any patient involvement or patient harm associated with this incident.